Event description:
A hemodialysis inpatient user facility has reported that at the start of treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 200 cc's. Pt had no adverse effects and did not require any medical intervention. Sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.